Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful, and it was suspected that the last device check was in 2017. It was noted that the patient did not have remote monitoring. Technical services (ts) discussed troubleshooting options, including magnet application to confirm magnet response. The patient stating that she could feel pacing and did not like it, but refused magnet application to confirm whether pacing was available. Additional information received reported that the field representative put a surface ECG (electrocardiogram), and there was no pacing. The patient wanted the device removed, as she was not dependent on the device. The physician reviewed the patient's options with having the device removed versus keeping the device. This pacemaker remains in service. No additional adverse patient effects or interventions were reported at this time.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful, and it was suspected that the last device check was in 2017. It was noted that the patient did not have remote monitoring. Technical services (ts) discussed troubleshooting options, including magnet application to confirm magnet response. The patient stating that she could feel pacing and did not like it, but refused magnet application to confirm whether pacing was available. Additional information received reported that the field representative put a surface ECG (electrocardiogram), and there was no pacing. The patient wanted the device removed, as she was not dependent on the device. The physician reviewed the patient's options with having the device removed versus keeping the device. This pacemaker remains in service. No additional adverse patient effects or interventions were reported at this time. Additional information received reported that this system was explanted due to normal battery depletion (nbd), and was not replaced. No adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.